Event description:
It was reported that the patient had experienced pain at the implant site. The right ventricular lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.